Manufacturer narrative:
A field service engineer (fse) went to the customer site and found dirt and foreign material stuck between the table rotor and detector head. The fse cleaned and lubricated the incubator and verified proper operation of the analyzer. Review of service and complaint history for serial number 10192707 was conducted from 05-april-2015 through 05-may-2016 for similar complaints and identified two similar events. The most probable cause of this event may be related to debris in the incubator. The aia-900 operator's manual informs the user of the following: [4276] incubator positioning error cause: the home sensor s120, which is supposed to detect the incubator when it reaches the target position, failed to be activated. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. [4271] incubator home detect error cause: the home sensor s120 failed to be activated after the incubator moved toward the home position. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 the customer reported receiving incubator position error code 4276 during mid-run of the aia-900 analyzer. The customer repowered the analyzer and received an incubator home error. The customer further reported a loud noise during operation of the analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prog and hba1c. There is no indication that patient intervention or adverse health consequences occurred due to the delay in reporting of patient results.